Event description:
A left second claw toe release with posterior interphalangeal joint fusion was performed on 2/15/94 with a wire. In routine follow-up it was noted that the wire had broken. The pt was returned to the or on 6/7/94 and the broken wire removed and a redo metatarsal phalangeal capsulotomy and proximal intra phalangeal infusion was performed.